Manufacturer narrative:
Add'l catalog#s: 72402106, 72402287. (B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time.

Event description:
A (B)(6) female pt with neurologic disorder was implanted with an acticon device on (B)(6)2006. On (B)(6) 2010, the entire device was removed from the pt and replaced with a new acticon device due to recurring fecal incontinence due to device fluid loss.